Event description:
While using a byte night aligners, patient reported that they evaluated by their dentist. After preliminary periodontal probing, clinical and radiographic examination and missing teeth assessment the stage of periodontal disease is periodontitis. The exam and x-rays reveal the following conditions that were discussed with the patient: perio bone loss, loose lower front teeth, patient has open bite on right side and barely touching few molars on the right side and malocclusion. Treatment plans include hygiene treatment, refer to periodontist for ortho treatment clearance and then see orthodontics for treatment options. Patient was advised to discontinue using the byte aligners due to advanced periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.